Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was observed to be hot to the touch while charging. No temperature alarms were declared during the event. There was no reported impact to customer's blood glucose. Customer continued to use the pump for insulin therapy.